Event description:
During a laparoscopic cholecystectomy case, the carbo dioxide insufflator being used did not re-insufflate the pt's abdomen. Abdominal smoke removal went normally in the procedure, but when the unit was supposed to put in carbon dioxide gas, it did not. Another co2 insufflator was substituted and the case was completed. No pt consequence were reported.